Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the initial device malfunction (error 315) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed the presence of foreign material that exited the device (air/water tube and cylinder); however, the exact type of material and the root cause of the event could not be definitively identified. Olympus will continue to monitor field performance for this device. Updated fields: h2, h3, h6, h11.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device displayed error message e315. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: aw-cylinder (tube) has foreign objects. Aw-tube has foreign objects. A definitive root cause could not be identified for either the reported error code nor the discovered foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.